Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with a product mandrel and protective tubing. The product mandrel was in the guidewire lumen through the tip and the protective tubing was positioned on the stent up to the damage; as received. The balloon was tightly folded with the stent secure on the balloon. The first row of struts on the proximal end of the stent was bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 13mm in length, 4mm in diameter, concentric and the de novo target lesion being treated was located in the non tortuous and non calcified left anterior descending artery. A 6f non-bsc guide catheter and guide wire were advanced to the lesion. The lesion was predilated with a 4x12mm maverick balloon catheter. Following predilation, residual stenosis is 10%. A 16x4.00 omega¿ stent was selected to treat the lesion; however crossing difficulty was encountered. When the guide wire and the sds were removed, "metallic wires" at proximal end of stent were noted. The stent was undeployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 13mm in length, 4mm in diameter, concentric and the de novo target lesion being treated was located in the non tortuous and non calcified left anterior descending artery. A 6f non-bsc guide catheter and guide wire were advanced to the lesion. The lesion was predilated with a 4x12mm maverick balloon catheter. Following predilation, residual stenosis is 10%. A 16x4.00 omega stent was selected to treat the lesion; however, crossing difficulty was encountered. When the guide wire and the sds were removed, "metallic wires" at proximal end of stent were noted. The stent was undeployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of birth: 1947. (B)(4).